Event description:
An issue of lags on screen was reported by the customer via email. There was no adverse impact to the customer's blood glucose level. Since follow-up was declined and no additional information was provided, no further action was required by technical support.